Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an rcr procedure, the device broke upon implantation. Nothing was left unsupported in the patient and no additional bone holes were required. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. Clinical details provided reported that an awl was used to prep the insertion site and that hard bone was encountered. The device IFU recommends a spade tipped drill or awl dilator in hard bone for site preparation. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.